Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away due to an unreported cause. The cause and the treatment for the peritonitis was not reported. The patient was hospitalized for the peritonitis. Twenty eight days after being admitted to the hospital, the patient was discharged home. Subsequently, on an unreported date, the patient went back into the hospital for another indication and the patient passed away due to an unreported cause. It was not reported if the patient recovered from the peritonitis prior to death. Action with pd therapy was not reported. No additional information is available.